Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that host pc memory problem. Upon further inspection the philips field service engineer (fse) checked host pc onsite with pc diagnostics tool and found that host pc defected. To resolve the issue, fse replaced host pc with hard drive and installed software. The defective parts were returned for analysis, for host pc, no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc had a memory problem, which could impact imaging. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.